Manufacturer narrative:
H3: analysis of the pipeline flex embolization device (model: ped2-500-16 lot: b027004) found that the pipeline flex pushwire was ex tending ~46.5 cm from hub. The pipeline flex embolization device was pushed forward from within the phenom catheter. No bends or kinks were found with the pipeline pushwire. The hypotube and ptfe were found to be intact. The proximal bumper, re-sheathing pad and r e-sheathing marker were found intact. The dps restraints/sleeves appear to be in good condition. The tip coil was found to be damaged. The pipeline proximal and distal braid ends were found opened and frayed with what appeared to be blood residue. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as the pipeline flex braid damage was found to be opened. However, the proximal and distal braid ends were found to be damaged (frayed). H6: method code updated to b01. Result code updated to c070601. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated there was no issue with the phenom microcatheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal segment of the pipeline could not open when positioned in a bend. After some attempts in the straight part of the vessel, the sleeves opened but the distal part of the stent still did not open properly. More than 50% of the pipeline had been deployed, resheathing was performed more than twice, and no additional steps were taken in an attempt to open the stent. The pipeline and microcatheter were removed from the patient. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery (ica) c1. It was noted the patient's vessel tortuosity was severe. Ancillary devices include a phenom 27 microcatheter (lot #: oc19-077).